Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced blurred vision. The lens was explanted in a secondary procedure after six month of initial implantation. The clinical reason for the explant was hyperopic outcome. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).